Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient comorbidities? Product code and lot number? Mesh exposure diagnostic confirmation? What is physician¿s opinion as to the etiology of or contributing factors to following events: intermittent post-menopausal bleeding and small vaginal mesh exposure? What is the patient's current status? Was intermittent post-menopausal bleeding resolved with mesh excision?

Event description:
It was reported that the patient underwent a sling procedure on unknown date 15 years ago and the mesh was implanted. The patient presented with intermittent post menopausal bleeding and a small mesh exposure was found in the vagina lateral to urethra. There was no pain from mesh which was performed approximately 15 years ago. The patient underwent examination under anesthesia and localized excision of visible mesh along with cystoscopy under ga on (B)(6) 2019 . It was also reported that good outcome expected. Additional information has been requested.